Event description:
It was reported the device turned off while connected to a patient. The patient had gone to the bathroom and began to feel faint. The patient was escorted back to bed. The technician noticed the patients heart rate was low. It was observed the device was not on. Device turned on and the patient recovered. The device had been located up near the neck of the patient. The battery was replaced and the device operated as expected. Device was replaced as a precaution and no issues. The device was returned for repair. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report, the device passed all functional and bench testing. It was noted that the upper case, lower case, side bail covers and ring cover were broken.